Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to advance the 2.5x24mm taxus express2 drug eluting stent (des) to the unspecified target lesion but the des was unable to cross the lesion. When the physician withdrew the des, he noticed that the proximal end of the stent was bent in an "outward fashion." The procedure was completed with another of the same device and no patient complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.